Manufacturer narrative:
H3: product analysis found that could not duplicate customer issue regarding error code message. The software was updated to the latest version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was setup using the mastoid procedure and was reported to work as anticipated until approximately one hour into the surgery when the error message "emg monitoring is disabled. Patient interface is disconnected." Was displayed despite the pi being connected by cord since the beginning of the case. The staff attempted to disconnect and reconnect the cord from both the console and the pi, but the problem was not resolved. At this time the system was shutdown and a backup nim 3.0 console was brought in to complete the case. There was a delay of 10 minutes. Console as another pi box was later connected to it by bluetooth and by cable without any problem. There was no patient impact.